Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 500 mg/dl and the current blood glucose level was 114 mg/dl. Customer did receive a sensor updating. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer declined troubleshooting for high blood glucose level. The insulin pump will not returned for analysis.